Manufacturer narrative:
Date of event was in (B)(6) of 2017. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient¿s parent not taking the necessary precautions when aiding the patient with performing therapy. It was not reported if the patient was hospitalized. The patient was treated with antibiotics (dose, route and frequency not reported) and had the catheter removed. The patient recovered and a new catheter has since been placed. The patient¿s parent has received retraining on multiple occasions. No additional information was provided.